Event description:
It was reported the patient was receiving ineffective stimulation. Reprogramming was unsuccessful as only left side coverage could be established. Diagnostics revealed multiple invalid contacts on the scs lead. It was reported the physician will be doing a c-arm examination on the lead at a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.